Manufacturer narrative:
Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (j&j) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced glare and double vision. The iol was explanted and replaced with another j&j lens model puresee. There was no medical intervention such as a vitrectomy, sutures or incision enlargement. Reportedly, the j&j device did not contribute to this event. The patient was reported as doing fine. No further information is available.